Event description:
Caller reported that the ldx power cord was frayed and had a burning smell. The customer disconnected the meter. A new power was sent to the customer.

Manufacturer narrative:
Investigation pending.